Event description:
Bilateral silicone gel-filled breast implants were removed due to probable rupture. On both sides, the previous incision was reopened and dissection was carried down to the level of the capsule. Both implants were noted to be ruptured with silicone gel spilled into the capsule. The implants were removed and the capsules thoroughly cleansed of any evidence of residual silicone gel. The implants each weighed about 250 grams. New 400cc breast implants were placed.